Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump/manifold was received for failure analysis. The component was connected to the main control board of an ht70 test ventilator. The unit under testing (uut) was powered up and once ventilation was initiated, the unit under testing (uut) did not ventilate and issued a "motor fault" alarm. The piston assembly did not lock up while the linkage arms were rotated, indicating that a mechanical fault was not causing the motor fault. This isolated the cause of the reported symptom to a defective motor/cable assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator is alarming (motor pulse alarm). The ventilator was not in use on a patient at the time of the reported event.